Event description:
The MFR received information alleging an oxygen cylinder became disconnected from the ultrafill device. There was no allegation of harm or injury reported. The investigation is still ongoing. The MFR will submit a follow up report when the investigation is complete.